Manufacturer narrative:
Patient initials, age and weight are not available for reporting unknown if device was implanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6) device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 17 december 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure, the surgeon was placing four (4) locking caps; however the bar would not hold the screws which forced the surgeon to use a reduction instrument. The reduction instrument became stuck on the screw and disarmed which caused the screws to shift. The surgery was prolonged about 60 minutes; however there was no patient harm reported. This is report 4 of 7 for com-(B)(4).

Manufacturer narrative:
As device was returned, it can be confirmed that device was not implanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to the intra-operative events, the screw was not implanted or explanted. Product development evaluation: the condition of the returned parts shows signs of normal wear and tear. No unusual damages were observed. The surgical steps described in the complaint description were re-created during the investigation and the implants/instrument worked without any issues. Product investigation summary: for every part, a device history record (DHR) review was performed with no abnormalities or deviations detected. No non-conformance reports were identified. No specific information pertaining to usage was provided. Without such, the exact reason for the reported problem could not be determined. However, it is likely that an application error during the procedure took place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.